Event description:
It was reported that the tubing of the infusion set was broken off near to the p-cap connection. It was also reported that the customer was experiencing bent cannulas, but the insulin pump did not alarm no delivery and customer's blood glucose went up. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.